Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed, and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Broken plastic at hub near where wire inserts.